Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please confirm the number of patient/procedures affected by this issue. - how many devices demonstrated the alleged deficiency for each patient event? Please specify by product code and lot number: product code #meh8034jg - lot #: 104qp2. Product code #meh8034jg - lot #: 107up1. - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). -qty to be returned of (B)(4). -qty of product involved of (B)(4). "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown cardiovascular surgery, the suture was broken in a row in a major vascular case. Since the products that actually used suture breakage have been discarded, the customer requests an investigation into the products from the same lot that were used in the operating room. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.